Event description:
The initial reporter stated they received a questionable reactive result for one patient sample tested with elecsys hiv duo on a cobas e 801 module. The sample resulted in an hiv duo value of 46.1 coi (reactive). A new sample collected from the patient on (B)(6) 2025 was tested using an unknown competitor method (cmia method), resulting in a value interpreted as low reactivity. No specific data was provided. Samples collected from the patient on (B)(6) 2025 had hiv viral load studies with unknown methods showing undetectable results (less than 20 copies). On (B)(6) 2025, the patient was tested using hiv western blot and the result was negative.

Manufacturer narrative:
The hiv duo reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
Medwatch field d4 has been updated. A review of alarm trace data from (B)(6) 2025 showed barcode reading errors and isolated clot detection alarms. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Single false reactive results may occur in elecsys hiv duo. The labeled specificity is less than 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. The investigation did not identify a product issue. The elecsys hiv duo assay performs within specification.